Event description:
A nurse (rn) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3. The technical service representative (tsr) explained the air alarm to nurse. The nurse stated she was not near the hc and would end treatment to start over with new supplies. The tsr reviewed proper procedures per user manual with the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should any additional information become available, a follow-up report will be submitted.